Event description:
On (B)(6) 2021 the customer reported one non-reactive sars-cov-2 igg (1st is) (access sars-cov-2 igg (1st is) assay, part number c74339, lot number 124628) result was generated for one vaccinated patient on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). ¿one initial sars-cov-2 igg ii patient sample result was generated at 5.18 au/ml (non reactive: <10 au/ml). The same sample was retested in another laboratory and it was discordant with the diasorin liaison sars cov 2 trimeric igg assay: the result at 52.78 bau/ml was reactive (positive: = 33.8 bau/ml). The patient was drawn again. The access result was repeated as non-reactive at 5.93 au/ml. The diasorin liaison result was repeated as reactive (not data provided). ¿the sample was sent to another laboratory and the sars-cov2-igg 1st is result was also non-reactive at 23.59 iu/ml (non-reactive: <30 iu/ml) on access 2 instrument s/n (B)(4). No original data provided. The result was discordant with the abbott alinity sars-cov2-igg ii quantitative assay, the result at 60 bau/ml was reactive (positive: = 7.1 bau/ml). No original data was provided. Two (2) medwatch reports will be generated to address the questioned non-reactive access sars-cov-2 igg ii results and the non-reactive sars-cov-2 igg 1st is results. Medwatch number ¿2122870-2021-00135¿ will address the access sars-cov-2 igg ii results. Medwatch number ¿2122870-2021-00136¿ will address the access sars-cov2-igg 1st is result. The patient had received the second dose of astrazeneca vaccine one month ago. The customer was expecting higher results. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. Sars-cov-2 igg 1st is calibration passed on (B)(6) 2021 with reagent lot 124628 and calibrator lot 124467. System check passed on (B)(6) 2021. Qc were passing within the laboratory¿s established ranges. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.

Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg 1st is reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. ¿ sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. The abbott alinity assay detects antibodies directed against the nucleocapsid protein. ¿ different vaccines were placed on the market and do not elicit the same immune response. ¿ no manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. ¿ additionally, the access sars-cov-2 igg 1st is assay is not currently labelled for vaccine response detection. The performances of the access sars-cov-2 igg 1st is assay have not been established in individuals that have received a covid-19 vaccine. While a positive antibody test result can be used to help identify people who may have had a prior sars-cov-2 infection, more research is needed in people who have received a covid-19 vaccination. In conclusion, the cause of the event cannot be determined. The access assay is not labelled for vaccine response detection. Additionally, differences in immune response are expected as each patient immune response is unique and different vaccines elicit different immune responses. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Manufacturer narrative:
This event is part of field action fa-21047.